Event description:
Rn was giving injection of demerol/vistaril to pts with monoject 3cc syringe. Nurse experienced difficulty pushing last 1/2 cc of medication. When attempting to push syringe, the side of the syringe "popped out" into the pt's eye. Demerol and vistaril sprayed into rn's eye. Event resulted in injury to rn's eye.